Event description:
During insertion of peripheral line, stylet unable to pierce skin, pressure increased, able to pass through skin. Bevel of device, while being anchored rotated, vein pierced. Blood return noted, unable to flush, IV infiltrated. Device removed.

Event description:
During insertion of peripheral line, stylet unable to pierce skin, pressure increased, able to pass through skin. Bevel of device, while being anchored rotated, vein pierced. Blood return noted, unable to flush, IV infiltrated. Device removed.